Event description:
It was reported that during a routine follow up, this right atrial (ra) lead appeared to have dislodged. A lead revision procedure was performed, and the ra lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.